Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty placing the implantable pacing lead. After a stylet was removed for a curve shaping, the lead would not advance. Multiple stylets, straight and j-shaped were inserted but the lead did not advance. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that no stylet or guidewires were returned, therefore condition and brand are unknown. Used a fresh mdt stylet to perform test, test passed. Lead passed introducer test. If information is provided in the future, a supplemental report will be issued.